Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs of a reload. A visual inspection of the returned photos noted that the reload can be seen not attached to any handle or adapter. The jaws of the reload can be seen open. No device abnormalities can be seen from the returned photographs. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic pneumothoracic procedure, while cutting the pulmonary lobe, the device could not be fired. Another reload was used to complete the case. There was no patient injury.